Event description:
Additional information received from reporter on 17-jun-2024, for mw5153208. This is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Manufacturer results: the parameter and laboratory testing results of the specified lot number were traced and found that the parameters and properties were within specification. The gloves were produced under controlled specifications by the production team. After receiving the complaint information, the retained sample were tested for residual powder and ph, showing results of 0.3 mg/glove (specification < 2.0 mg/glove) and 7.3 (specification 6.0-9.5), respectively. Based on this information, we did not find any potential for an irritation problem.

Event description:
Customer put bond on top of glove (scotchbond) and it reacted to her skin and caused a burn.